Event description:
The report is from the study. The pt was a female, with a history of copd, diabetes, and hypertension. The target lesion was the left proximal internal carotid. Pre-procedure stenosis was 90%. Lesion length was 8mm and diameter was 6mm. The lesion was severely calcified and tortuous. Two precise pro rx 8 x 40 stents were implanted in the target lesion, overlapping. Final stenosis was 0%. An angioguard rx, size 6 basket, was deployed and retrieved successfully. During post-dilation, the pt had a sudden onset tia. Neurological deficit was reflex change and right hemiparesis, which lasted less than 24 hrs. The pt had a full recovery. The pt was discharged the day after the procedure.

Manufacturer narrative:
This is one of three products involved with the reported event. The associated manufacturer report numbers are 9616099-2009-00785 and 1016427-2009-00121. The patient died on (B)(6) 2009, six months after the index procedure. This (B)(4) study patient underwent carotid artery stent implantation and during the index procedure, the patient had a tia. This is a (B)(6) female with medical history including chronic obstructive pulmonary disease, diabetes and hypertension. This patient meets high-risk criteria for severe pulmonary disease (B)(6). The target lesion was left internal carotid artery described as eccentric, severely calcified, and severely tortuous and 90% stenotic. An angioguard was inserted, tracked, deployed and retrieved without report of difficulties. Two precise stents were implanted in overlapping position to cover the target lesion. The stents were post-dilated with an unknown balloon. During post-dilation, the patient developed right hemiparesis and reflex change, this event was diagnosed as a tia. The event resolved in less than twenty four hours and the patient was discharged the following day. After post-dilation, the patient developed bradycardia and became aphasic and "lost function of her right side" (tia has already been captured as a reportable event). Angiography showed mild spasm in the distal ica but it was open with good flow. The angioguard was retrieved at which time no debris (thrombotic material) was found in the filter and the left ica was aspirated distally. Additional angiography showed no obvious filling defect or spasm. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. Vessel spasm is a known potential adverse event associated with any interventional procedure, where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
This is one of three products involved with the reported event. The associated MFR report #s are 9616099-2009-00785 and 1016417-2009-00121. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Review of lot 13438722 revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. Transient ischemic attacks are a known potential adverse event associated with implanting carotid stents. A tia is caused by the temporary disturbance of blood supply to a restricted area of the brain, resulting in brief neurologic dysfunction that persists, by definition, for less than 24 hrs. The act of post dilating a stent also disrupts the flow of blood to the brain in conjunction there are also pt factors such as the pt's age and medical history as well as vessel/lesion characteristics that may have contributed to the event.

Event description:
Addendum received 16sep2010: additional information from the adjudication minutes notes that after post-dilation, the patient developed bradycardia and became aphasic and "lost function of her right side" (tia has already been captured as a reportable event). Angiography showed mild spasm in the distal ica but it was open with good flow. The angioguard was retrieved at which time no debris (thrombotic material) was found in the filter and the left ica was aspirated distally. Additional angiography showed no obvious filling defect or spasm.